Manufacturer narrative:
The event date has been approximated to (B)(6) 2018, the date of the mesh removal procedure to treat the event of mesh exposure. However, it is unknown when the mesh erosion/exposure first occurred. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2014. According to the complainant, after the procedure, the patient experienced mesh exposure and was removed by transurethral resection in saline procedure on (B)(6) 2018. Reportedly, the patient was healed and no difficulty in sexual intercourse was noted.